Manufacturer narrative:
Only the suture construct was returned from the fast-fix 360 delivery system. Visual assessment of the construct showed t1 is missing its proximal end, this damage likely occurred when removing the t from the patients meniscus. T2 and the suture have no signs of damage. Without the complete return of the insertion device no conclusion can be made for the reported complaint of non-deployment. Device history record review confirmed no abnormalities were reported with this product during manufacture. A complaint history review identified no additional complaint for this manufactured lot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the surgeon could not deploy the second anchor into the soft tissue. The first anchor deployed fine.